Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose (bg) was displayed as "high"; however, a specific value was not provided. The customer reverted to an alternate pump to treat the high bg. Customer continued to use pump for insulin therapy.